Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the us. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Weekly battery voltage trend data shows min battery=2.82 to 2.69 volts range between (B)(6) 2013 and (B)(6) 2013 is before device recommended replacement time (rrt) <(><<)>= 2.62 volt. Concomitant products: 6943, implantable tachy lead, implanted: (B)(6) 1999; 6937, implantable tachy lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced possible early battery depletion. The device remains in use, however, there is an explant planned. No patient complications have been reported as a result of this event.